Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: investigators were unable to confirm or duplicate the original complaint; during testing all keypad buttons responded appropriately to user presses. The keypad cover was removed and no damage was observed. Unrelated to the original complaint, the bolus button was missing making additional testing impossible. The display screen was dim and discolored. In addition, a chipped cartridge compartment lip was diagnosed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.